Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported her sensor had not been working for 2 days but she continued to wear it. On (B)(6) 2019, while she was being instructed by the distributor's technical support (ts) representative in how to start a new session, the continuous glucose monitor (cgm) alarmed for urgent low with a reading of 2.2 mmol/l. It is noted that this information is inconsistent as the device could not alert if the sensor session was not active as the patient claimed. The ts representative advised the patient to eat and she consumed a yogurt. About 5 minutes later, the patient checked her blood glucose (bg) which was 22.2 mmol/l. The representative instructed her to manage her bg level and that she would call her back in 20-30 minutes. During a subsequent call, the patient gave conflicting information regarding sensor replacement and warm up activities. The patient stated that she felt hyperglycemic, so the representative agreed to call her back again after she had time to manage her glucose level. The representative called her back after about 25 minutes and the patient stated that she had taken a taxi (around 4:00pm on (B)(6) 2019) and was admitted to the hospital because of her high bg. She stated that she was not feeling well because of unrelated groin pain and that her bg was 14.7 mmol/l but was on it's way down. At the hospital the nurses had removed her omnipod insulin pump and administered insulin to lower the bg. The patient stayed overnight in the hospital and went home the next day ((B)(6) 2019) around noon. The reported allegation falls within the d zone of the parkes error grid. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.